Event description:
It was reported difficulty was encountered during a multiple iliac stent placement procedure (please see 6000116-2001-00003 and 6000116-2001-00005 for the stents referenced in this procedure) resulted in the two stents becoming tangled and folded upon themselves. The stents were pulled down into the external iliac artery and this tracheobronchial graft was placed above, through, and below the two stents. Following placement of this graft a slow bleed into the retroperitoneum resulted in the pt becoming hypotensive, coding and subsequently expiring that evening. This device is not available for evaluation. Therefore, no failure analysis will be available. As a lot number for the device was not provided, a device history search could not be performed. This device was used in a non-indicated procedure, iliac artery stent placement as a prophylactic measure. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."